Event description:
It was reported that the bed allegedly caught fire due to a non-stryker mattress. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the bed allegedly caught fire due to a non-stryker mattress. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Stryker field service technician evaluated the bed and non-stryker mattress. It was concluded that the bed was working to specifications and did not contribute to the fire. The non-stryker mattress was not evaluated.